Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. Aneurysm and vessel morphology were not reported. It was reported that an endurant enlw1616c80ee stent graft was also attempted to be implanted. After the delivery system was advanced to the target site and when the physician attempted to deploy the stent graft, he realized that the backend end of the delivery system was broken (the rear handle had separated from the screw gear). The physician rotating the external slider to the end of the screw gear without any movement in the graft cover prior to realizing the delivery system was broken. The decision was made to remove the delivery system and use another device to successfully complete the case without complication. The delivery system was inspected during preparation and no obvious damage was observed. There was no damage to the packaging. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4).